Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. Although it was reported that the device was not used, the presence of blood inside and outside the shaft is indicative of handling beyond simply unpacking the device, as was reported. The tip, hypotube, collar and distal shaft was microscopically examined. Inspection revealed a shaft separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12aug2016. It was reported that kinked shaft occurred. The target lesion was located at the severely tortuous and severely calcified coronary artery. A guidezilla guide extension catheter was selected for use. During removal from the hoop, it was noted that the shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed a shaft separation at the collar.